Event description:
Information received indicates the brake is not holding on the bed. The casters continue to turn when in brake.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.